Event description:
It was reported that "after achieving vascular access, hold sheath introducer in position and remove introducer dilator, while inserting iab catheter through a sheath and then they found the balloon was shrink it cannot inserted through the sheath". As a result, a new catheter was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided a photo for evaluation. The photo shows a damaged iab catheter, which can result in iab insertion difficulty. It was noted that the reported lot number was expired at the time of the reported event date. The device expiration date was june 2023. The reported event took place in march 2024. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab insertion difficulty is confirmed based on the customer photo. The photo shows a damaged iab catheter, which can cause insertion difficulty. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the received product did not meet specifications during the complaint investigation due to the damaged iabc. The root cause of the damage is undetermined, but a potential cause is customer handling. No further action required at this time. This will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "after achieving vascular access, hold sheath introducer in position and remove introducer dilator, while inserting iab catheter through a sheath and then they found the balloon was shrink it cannot inserted through the sheath". As a result, a new catheter was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4) other remarks: n/a corrected data: n/a.